Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 7 of 9 mdrs filed for the same patient (reference 1825034-2014-04158 and 2016-01495 / 01496 / 01498 / 02044 / 02045 / 02046 / 02048 / 02051). Product location unknown.

Event description:
Patient's legal counsel reported that patient underwent a left hip revision procedure approximately three (3) months post-implantation due to allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.